Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages) has been confirmed. There were broken wires in the c and d cable. The root cause was unable to be identified.

Event description:
A patient received 2 appropriate shocks during vt. The arrhythmia from the first shock was not converted to a slower rhythm. Lifevest intended to treat life-threatening ventricular arrhythmias. The failure to convert the first shock is a known and potentially adverse outcome of defibrillation therapy. Two additional shocks were delivered. Oversensing of cardiac activity contributed to the false detection. The response buttons were pressed during the event. The patient went to the hospital for further evaluation and continues to wear the lifevest. A us distributor reported that a patient's electrode belt does not communicate with monitor.

Event description:
A patient received 2 appropriate shocks during vt. The arrhythmia from the first shock was not converted to a slower rhythm. Lifevest intended to treat life-threatening ventricular arrhythmias. The failure to convert the first shock is a known and potentially adverse outcome of defibrillation therapy. Two additional shocks were delivered. Oversensing of cardiac activity contributed to the false detection. The response buttons were pressed during the event. The patient went to the hospital for further evaluation and continues to wear the lifevest.

Manufacturer narrative:
The monitor and electrode belt have not been returned for evaluation. Based on the data available at this time, there is no indication of a device malfunction causing or contributing to the treatments.